Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician performed bench testing on model lap top ventilator 1150. Unit passed 97 hour extended tests at customer's settings. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that a patient passed away while connected to model lap top ventilator 1150. The unit was alarming high pressure when the son was alerted. Per patient's caregiver, the unit did not alarm until the patient was cold.